Event description:
It was reported that the patient has had t-wave oversensing of the right ventricular lead during non-sustained tachycardia episodes. Reprogramming was done to decrease sensitivity. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient has had t-wave oversensing of the right ventricular lead during non-sustained tachycardia episodes. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was beyond the expected upper range, and there was oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a rvtip-to-rvcoil lead impedance warning was triggered for the right ventricular (rv) lead and there was non-physiologic sensing observed. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to oversensing criteria of high rate non-sustained episodes and sensing integrity counter (sic). It was noted that episodes have noise on tip-to-ring. The rv bipolar and rvtip-to-rvcoil impedances were high and undefined. A possible lead fracture was suspected. Alerts were turned off along with vt/vf (ventricular tachycardia/ventricular fibrillation) detections.